Event description:
It was reported that the pt has expired due to cerebrovascular accident. The date of pt's death and implant duration are unk, therefore, the aware date is being used as the occurrence date. It is unk if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.